Event description:
This lead was explanted and replaced due to high thresholds and unipolar sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During further inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in these areas. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. There was no sign of a material or manufacturing problem.